Event description:
The customer called for help with her contour system. She performed a control test during the call and rec'd a result of 225mg/dl. The normal control range was 102-141mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.